Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/18/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver test was performed and it passed. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.